Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. It was also mentioned the device recorded high shock impedance of 145 and 165 ohms, which is high within normal range. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was expected to have the device replacement performed, however, the procedure was cancelled due to anesthetic cover. The patient was decided to remain hospitalized due to the percentage of battery remaining, which is 7%. An x-ray was performed as well and the lateral x-ray shows about one inch of fat adipose tissue under the coil of the electrode. The electrode is also expected to be revised when the device replacement takes place. Additional information was provided. The device system was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. It was also mentioned the device recorded high shock impedance of 145 and 165 ohms, which is high within normal range. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. It was also mentioned the device recorded high shock impedance of 145 and 165 ohms, which is high within normal range. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was expected to have the device replacement performed; however, the procedure was cancelled due to anesthetic cover. The patient was decided to remain hospitalized due to the percentage of battery remaining, which is 7%. An x-ray was performed as well and the lateral x-ray shows about one inch of fat adipose tissue under the coil of the electrode. The electrode is also expected to be revised when the device replacement takes place. The device remains in service. No additional adverse patient effects were reported.